Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated.

Event description:
Subsequently, a follow up was performed. The patient with this system reported feeling unwell and had been vomiting for the past three weeks. A review of the data determined the episodes of pacing inhibition approximately coincided with the nausea episodes. A revision procedure was performed. A new pace/sense lead was added which resolved the myopotential noise. No adverse patient effects were reported.

Event description:
Boston scientific received information that during a follow up visit, this right ventricular lead displayed noise resulting in brief pacing inhibition and false ventricular fibrillation (vf) beat detections. The pacing inhibition resulted in asystole greater than two seconds. The patient with this system has an intrinsic escape rhythm of thirty beats. Attempts to recreate the noise were unsuccessful. An internal technical service consultant was contacted and after reviewing the data, did not find evidence of a lead fracture. Ts indicated the noise was typical of myopotentials. Lead diagnostics have stable for the past year. A decision regarding lead replacement will be made in the near future.

Manufacturer narrative:
(B)(4). When additional information becomes available, this event will be updated.